Event description:
The customer reported 3143 cuvette wash unit error, rtwb check error, photometry error and questioned patient results generated with ¿wa¿ flags on multiple assays including sodium (na), potassium (k), chloride (cl), glucose (glu), creatinine (cre), magnesium (mg), phosphorous (phos), calcium (ca), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp), lactate dehydrogenase (ldh), lipase (lip), creatine kinase (ck), amylase (amy), gamma-glutamyltransferase (ggt), total bilirubin (tbil), triglyceride (trig), cholesterol (chol), transferrin (tf), prealbumin (palb) and haptoglobin (hapt), on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury or death associated with the event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and found broken cuvettes and a defective vacuum pump. The probable cause is the cuvettes and vacuum pump. The fse replaced the broken cuvettes and vacuum pump to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).